Event description:
Information was received from a healthcare professional (hcp) via a medtronic field representative regarding a patient to be implanted with a spinal product using drivers for a revision thoracic spine fusion. It was reported that the tip of both screwdrivers stripped while removing previously implanted hardware. No patient injury occurred or caused delay to the case. Case was completed using additional screwdrivers in place at the hospital. The pre- op diagnosis for this procedure was ddd. The levels implanted were t4- t11. There were no patient symptoms or complications as a result of this event. The products were replaced by medtronic products. No further complications were reported/ anticipated.

Manufacturer narrative:
H3 analysis summary: part #5584111, lot #sw18l013- visual, optical, dimensional, hardness- visual inspection confirmed the torx tip of instrument has been damaged, consistent with interface during usage. Optical examination revealed the torx tip edges have been rolled over and deformed. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. This type of damage is consistent with torsional overload. H6: additional information received for eval. Code- method and eval. Code- result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic field representative regarding a patient to be implanted with a spinal product using drivers for a revision thoracic spine fusion. It was reported that the tip of both screwdrivers stripped while removing previously implanted hardware. No patient injury occurred or caused delay to the case. Case was completed using additional screwdrivers in place at the hospital. The pre- op diagnosis for this procedure was ddd. The levels implanted were t4- t11. There were no patient symptoms or complications as a result of this event. The products were replaced by medtronic products. No further complications were reported/ anticipated.